Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿same complaint as delta roeselare and az nikolaas. Severe leakage between spike and set"

Manufacturer narrative:
H.6. Investigation: DHR review was done and no issues were reported during production of this lot. 8 sample received for this complaint in unopened original packaging. All 8 sealed samples tested passed underwater testing. CT scan was done on leaking sample which was segregated during production. Additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿same complaint as (B)(6). Severe leakage between spike and set".